Manufacturer narrative:
Device history record review was performed on part # 04.038.285s, lot # h137869: part manufacturing date: 10 august 2016, part expiration date: 01 july 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 85mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The x-ray review could not confirm the femoral head rotation nor any other issue like (blade itself is rotating/set screw is not working) and therefore this complain could not be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device has not been explanted. It was not reported when the revision surgery will occur. Device is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the patient had a surgery on (B)(6) 2016 for proximal femoral fractures. The patient attended the hospital after the surgery, and the surgeon found a femoral head rotation. The surgeon commented that a titan femoral nail antirotate helical blade (tfna) had been inserted in one third of under bone head and kalkar part. It may be that surgical tech skill was the cause. Or it may be that the blade itself is rotating because a set screw is not working. Surgeon also said that the patient fell to the ground many times, because the patient has dementia, which can potentially be the cause of the problem. Concomitant medical products: tfna (part# unknown, lot# unknown, quantity 1). This report is for one (1) tfna helical blade 85mm sterile. This is report 1 of 1 for (B)(4).